Event description:
Bilateral breast augmentation 25 yrs ago with silicone implants - has bulge in rt implant-left implant natural. Pt underwent bilateral capusulectomy with removal of implants - rt implant was ruptured & confined within the capsule - lt implant was intact within capsule - no rupture but evidence of bleed.